Event description:
The user facility reported that when a hospital employee was inserting the system 1 aspirator probe into a cup of steris 20 sterilant in preparation of a processing cycle, the hose of the aspirator became disconnected. The employee attempted to reattach the hose by removing the punctured cup of sterilant and the aspirator probe. Upon removal, buffer from the punctured cup and peracetic acid from the tip of the aspirator probe touched the employee's wrist. The employee reported she was wearing ppe at the time of the incident. The employee rinsed her hand and wrist under cold water for 15-20 minutes before seeking treatment at employee health. Employee health sent her to the facility emergency room where bacitracin ointment was applied. The employee returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and found it to be operating properly. The aspirator was properly attached and was fully functional. The operator manual states (pp.29), "once the aspirator probe is inserted, do not attempt to remove the container from the sterilant compartment. If it is necessary to remove a container which has been opened but not diluted, follow the disposal instructions for leaking / damaged containers." Steris offered the facility a refresher in-service training regarding the proper use and operation of system 1 and steris 20 however the user facility declined.